Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to exit the glucose graph because the buttons on the insulin pump were stuck. The customer was having keypad issues. Customer's blood glucose level was 87 mg/dl. The insulin pump was exposed to moisture. The insulin pump alarmed button error while troubleshooting for a keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had no button response due to corroded keypad traces. No moisture damage was found on the electronics and motor noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump had severely scratched display window and cracked reservoir tube lip.